Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated the reported mismatch between the analyzer results and the slide produced by the advia autoslide system. Siemens could not confirm the customer's complaint. The cause of this event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens healthcare diagnostics and indicated that the results for two successive blood samples appear to be mismatched when comparing the system generated differential result and the manual differential count from the advia autoslide system. The results were not reported to a physician. There are no known reports of patient intervention or adverse health consequences due to the reported sample and slide mismatch.